Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that implantable neurostimulator recharger (insr) is beeping and screen is blank. The desktop charger (dtc) cable was plugged in and caller confirmed they checked all the connection from the power cord to the wall outlet. Caller stated the connector pin is plugged in but does not fit well and is not sturdy when plugged in. Instructed the caller to perform a hard reset. This resolved the beeping unresponsive screen. Caller confirmed they saw recharger charging session screen however after a short period they saw the charge your recharger battery screen again. Caller unplugged the connector pin and plugged back in again and was able to charge successfully. Reviewed the connector pin may be loose or bent and not consistently staying connected. Emailed a replacement request to repair. Discussed option to transition to wireless recharger.

Manufacturer narrative:
H3: analysis of the 37761 desktop charger (dtc) (s/n#: (B)(6) found that there were anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.